Event description:
Ez flow 480 pump stopped working in pts home. Unable to turn the pump on even when plugged into the charger. Pump was charged over night and still would not turn on whatsoever. Pump currently in tpn mode 1400 ml/10 hrs up 00:15, down 2:00, total ml 1400.